Event description:
The patient received 2 scs anchors with the same lot number. It was reported the patient is experiencing pain/discomfort and feels a lump at the scs anchor site(s). The physician plans on removing the anchors. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.